Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 338 mg/dl. The customer stated that she blew her nose and coughed out a lot of green phlegm. She complained of dizziness and was treated with intravenous fluids. The most recent blood glucose reading was 206 mg/dl. She was assisted with programming the insulin pump to change the basal rates. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.